Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor separator movement. The following information was provided by the initial reporter: translated to english. The customer stated there were "impurities on the top of serum after centrifugation. A customer said that it influences instruments."

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for investigation. Therefore, 4 retention samples from bd inventory were drawn with horse blood, mixed, stood at room temperature for 30 minutes, before being centrifuged at 1211rcf for 10 minutes, using an mse mistral 1000 centrifuge. All tubes separated as expected, no other serum issues were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It was reported the bd vacutainer® sst¿ ii advance plus blood collection tubes experienced poor separator movement. The following information was provided by the initial reporter: translated to english. The customer stated there were "impurities on the top of serum after centrifugation. A customer said that it influences instruments."